Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent and sister called and reported the insulin pump was damaged and the buttons were not responding. It was advised that the customer discontinue use of the device and revert to a back-up plan. The insulin pump will not be returning for analysis at this time.